Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's health declined and they passed away (B)(6) 2022. The patient had complicated course including an almost 12 hour left ventricular assist device (lvad) implant surgery, over 400 minute bypass pump time, difficult entry due to scar tissue from previous cardiac surgery coronary artery bypass graft (CABG), left lung injury. Patient required blood transfusion. Flash pulmonary edema noted and transfusion related to acute lung injury (trali). Patient left the operating room on ventricular assist (va) extracorporeal membrane oxygenation (ECMO). ECMO was later converted to right ventricular assist device (rvad). A stroke was also shown by computed tomography (CT) on (B)(6) 2022 showing multifocal bilateral supratentorial infarctions. The patient experienced multisystem organ failure. Patient experienced stroke, right heart failure, tracheostomy/percutaneous endoscopic gastrostomy (peg), sepsis, renal failure with continuous renal replacement therapy (crrt), hepatic failure, and sepsis prior to becoming do not resuscitate (dnr) and do not intubate (dni) with hemodynamic decline despite increased medical support. The event was not considered device related and the device was operating as expected.

Manufacturer narrative:
Section h6: health effect : clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The device was not explanted and therefore will not be returned for evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25aug2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU lists death, stroke, bleeding, sepsis, and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.